Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting debris was identified on the pneumatic tap, causing occlusions due to improper seating of the cartridge. Customer was instructed to clear and clean pneumatic tap area and change supplies as necessary.